Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a brachial approach, the 90% stenosed lesion was located in a severely calcified and tortuous external iliac artery. The 7.0 x 40/135 sterling balloon catheter was being used for post-dilatation when the balloon ruptured at 10 atms upon first inflation. The balloon was removed intact and he procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).